Manufacturer narrative:
H6: fdc d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the probes were inspected prior to the case and both performed normally. Device used normally to complete procedure.

Event description:
Additional information received that the console did not have any channel issues. The console was used for the procedure. When user gave the probe at least 1 second between stims. A waveform displayed on the monitor when attempting to stimulate the nerve.

Manufacturer narrative:
H3: it was found in the analysis that the battery was low and crm radio firmware misaligned. H6: fdm b17, fdr c20, and img g02030 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while performing an inspire case the site requested that monopolar and bipolar probes was plugged in. In stim one it was labeled for monopolar. In stim two it was labeled for bipolar. Although the settings were set correctly bipolar was not reacting as it should and neither was the prass probe. There was about 1 hour delay in the procedure. Troubleshooting was performed user change both stim's to a monopolar setting. This allowed stim one to work. The doctor wanted monopolar to work a bit faster. After ending the case and restarting the case two times it appeared that monopolar was still slower to respond but would respond and bipolar would respond quickly when touching nerve. Stim 2 was at 0.5ma, stim 1 was between 0.8ma and 1.0 ma. Troubleshooting tested the device in the lab, and bipolar was delayed while monopolar was not delayed. Touch with monopolar response right away and can touch on the simulator stim 2 right away and get a response. Using bipolar: touch response then touch channel two right away and no response right away. Troubleshooting waited a couple seconds ( over 4 to 5 seconds) then touch channel 2. If troubleshooting ended the case and restarted the case it would respond quickly but then after a couple touches, bipolar would stop responding as quickly again. There was no patient impact.